Manufacturer narrative:
Date of event is a very rough approximation.

Event description:
It has been reported that a revision surgery occurred following initial surgery of left knee on (B)(6) 2014 due to pain and loss of motion. Visionaire cutting block was reported to be the main suspected contributor to the ae. Surgeon complained about post-op range of motion while also noting that no problems with allignment were percieved.